Event description:
The customer reported that v-fib was noted on the monitor and there were no alarms. The monitor was evaluated by the biomed with no problems found. The cardiac monitor may have been off for a previous asthma pt. CPR initiated which was unsuccessful.